Event description:
It was reported that a revision surgery was performed due to the dislocation of insert after 3 months of a tka. It was implanted on (B)(6) 2020 an explanted on (B)(6) 2020.

Manufacturer narrative:
It was reported that a revision surgery was performed due to the dislocation of insert genesis ii ps size 5-6 9mm after 3 months of a tka. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection noted that returned device is damaged probably from explantation. Therefore, a dimensional analysis is not be performed as it would not allow for accurate measurement. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A relationship, if any, between the device and the reported incident could not be corroborated. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. A medical analysis noted that the x-ray provided confirms the insert dislocation. The impact to the patient beyond the revision cannot be determined. Some potential causes of the reported event could include but not limited to traumatic injury, user/procedural variance, patient anatomy or abnormal loading of limb.